Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2024. No further information available

Manufacturer narrative:
E1:patient city -(B)(6).